Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported cement was not possible as a sample was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot information was not provided.. It has been reported that the depuy device was cemented into the acetabulum. This use of the depuy device is not recommended. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Papers allege patient suffers from pain, stiffness, difficulty walking and excessive levels of chromium and cobalt in her blood. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis. Report also noted that the patient's ion level was 13.